Event description:
It was reported that "patient stated he slipped on one stair and began to have discomfort in lumbar region. The s1 level connectors were completely off the rods."

Manufacturer narrative:
Catalog#48902015 small connector trio lx, was referenced, it is unk which, if any, of the devices may have caused or contributed to the event.